Event description:
It was reported that the device over infused approximately 100 units of insulin over a period of approximately forty minutes whereas the patient was supposed to receive 6.55ml/hr of a bag containing 100 units and 100ml of sodium chloride. The event occurred in the emergency department (ed). It was noted that the intravenous (IV) bag containing the insulin was supposed to be dispensed over several hours and if the patient's numbers improved during treatment, the entire bag of insulin might not be used. It was then reported that the incident caused severe injury, required medical examination, and necessitated admission to the intensive care unit (ICU) for the treatment and care of the injuries.

Manufacturer narrative:
Additional information: g3 (other source). Cont'd g3: director of risk management and patient safety. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Complaint was filed by the patient on (B)(6) 2020 in (B)(6) superior court of the state of (B)(6) and litigation papers were received by bd.

Event description:
It was reported that the device over infused approximately 100 units of insulin over a period of approximately forty minutes whereas the patient was supposed to receive 6.55ml/hr of a bag containing insulin 100 units in 100ml of sodium chloride. The event occurred in the emergency department (ed). It was noted that the intravenous (IV) bag containing the insulin was supposed to be dispensed over several hours and if the patient's numbers improved during treatment, the entire bag of insulin might not be used. It was then reported that the incident caused severe injury, required medical examination, and necessitated admission to the intensive care unit (ICU) for the treatment and care of the injuries.